Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the manufactured date of the subject device, it is believed that fatigue caused the reported event. It has been more than 9 years since the subject device was installed, consequently, it is likely that the power supply fatigued due to repeated-long term use ¿ causing the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to speak with olympus technical assistance center (tac) personnel about their power problem. Tac tried trouble-shooting the issue with the customer, but was ultimately unsuccessful. It was recommended that the customer send the unit back in for repairs. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit would not power up due to a faulty power supply. Additionally, the hexagon wrench was missing, and scratches were noted on the lamp door. Furthermore, the lamp life meter was reading over 500+hrs with the light output measuring out of range. High intensity mode was not working due to a worn out scope socket and slider switch. However, the igniter and iris cable were up to date. The fan was running ok, but the air pump flow rate measured out of range. It is recommended that the lamp be replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera ii xenon light source would not power on during a diagnostic procedure. An attempt was made to obtain additional information from this event, but could not be completed. There was no patient harm or consequence reported as a result of this event.